Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured. This was discovered after sterilization.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. All pieces were returned. Visual evaluation of the returned device shows the repeated use and medial side post had fractured. DHR was reviewed and no discrepancies were found. A definitive root cause cannot be determined as the condition and frequency of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.